Event description:
Serfas asd probe tip broke off. The surgeon uses a 3 portal technique in the shoulder. He typically uses serfas in the lateral portal through a cannula, but in this instance went percutaneously through the posterior portal to gain access from a different angle. When the probe was removed the tip was missing. The surgeon searched for the small metal tip for 1/2 hour and then pulled in the fluoro to gain a picture of where the tip had migrated to. The images indicated that it was lodged in soft tissue in the posterior shoulder. He was unable to retrieve from that location.